Manufacturer narrative:
Additional information has been received which was not included in the initial report. The information has been provided in section b5 (updated the summary) with this report. Following our receipt of one unit and placed transmitter under microscope and found physical damage to the cow catcher and all connector pins, unable to continue with functional testing or check led anomaly. In summary, the customer complaint of transmitter led not flashing could not confirmed due to transmitter being damaged. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary: the event involved product(s) mmt-7841zn, mmt-7040a. Mmt-7841zn was requested and customer response was the device was returned. No product return was required for mmt-7040a.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer stated having trouble with the transmitter. The customer put on the transmitter, but it did not connect and was getting a ¿change sensor¿ message. The customer placed the transmitter on the charger with a new battery, but the green light did not blink. The customer reported no adverse event. The event involved product(s) mmt-7841zn. Tester procedure for the transmitter was performed. The customer requested to run the test plug procedure. No damage was reported to the transmitter. The led(light emitting diode) light did not blink when connected to the tester or when removed from the charger after it was fully charged. No harm requiring medical intervention was reported. Mmt-7841zn was requested and customer response was the device will be replaced.